Event description:
It was reported that the procedure was to treat a totally occluded lesion in the distal circumflex (cx), below the bifurcation, with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience stent delivery system (sds) was advanced to the target lesion. Some resistance was noted with the vessel. The sds balloon was inflated to 1-2 atmospheres (atm), and blood came back into the indeflator. During removal of the sds, the stent caught on a previously implanted stent, and dislodged in the distal cx. The dislodged stent was implanted in the area it dislodged with additional balloons. Two additional xience v stents were implanted to treat the target lesion and the procedure was completed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Physical resistance in the lesion during advancement and withdrawal could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Balloon rupture was not confirmed; however, a balloon tear/leak was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.